Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the atrial lead could not be positioned. It was noted that the patient underwent an atrial ablation procedure prior to implant. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.